Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had poor signal input from bedside monitor. External input signals could not be input for both ECG and arterial pressure.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation , investigation findings, health effect ¿ impact codes investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and external input signal failure (ECG,bp), reproducible (noise on waveform, waveform not displayed). Cable connection on the front-end board is loose. Retightened the connection fixing screw. Changed jp6 and jp7 jumpers to 2 and 3 and confirmed the reduction in noise. Cleaning of the inside and outside of the equipment. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h11. Corrected field : h6- (medical device ¿ problem code ).